Event description:
An eye care professional reported that an unspecified pt experienced a corneal ulcer, left eye, associated with wear of air optix toric contact lenses. The event was diagnosed as infectious event. A culture was performed, however, the results were not provided. The ulcer was located peripheral cornea at 7-8 o'clock with infiltrates present. Treatment consisted of oral and topical antibiotics. An antibiotic drip infusion was added for next 4 days, then changed to antibacterial eye drops only. Eyeglasses were being made for the pt. Inflammation and congestion were light. No vision loss. Request has been made for additional information, however, no further details have been made available.

Manufacturer narrative:
As there was no product returned or lot information provided, no detailed investigation can be performed at this time. (B)(4).